Event description:
The customer reported false positive alinity I stat high sensitive troponin-I results for a patient. The following data was provided: sample ID (B)(6) (tested on (B)(6) 2022 at (B)(6)) result generated on the architect: < 4 pg/ml sample was then sent for counter-measurement at the (B)(6) on (B)(6) 2022: 182 pg/ml (B)(4); repeat testing on another instrument (B)(4): 127, 201, 143 pg/ml. Then the patient went to the clinic to have a new sample drawn and generated a result of 4.8 ng/ml (within normal range). Further measurements were performed on (B)(6) 2022 sid (B)(6): result < 4.0 pg/ml (architect kh templin). There was no impact to patient management reported.

Manufacturer narrative:
Patient identifiers: (B)(6). (Same patient however different blood draws). All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 04z21.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, field data analysis, and device history records. Return testing was not performed as returns were not available. Data and information provided were reviewed and support the complaint issue without indication for any additional issue. A ticket search by lot indicates that the reagent lot performs as expected for this product. A review of tracking and trending did not identify any related trends for the list number and complaint issue. The device history record was reviewed and did not identify any non-conformances or deviations associated with the lot number 40503ud00. Customer field data was used to assess the performance of the alinity I stat high sensitive troponin-I assay using worldwide data gathered from customers in the field. Review shows that the median patient result for the complaint lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lots. As review of applicable field data suggests that the performance is acceptable, file kit testing is not required. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for alinity I stat high sensitive troponin-I reagent lot 40503ud00.